Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system failed to power on. A field service engineer (fse) discovered that the drawer controllers for half height drawers 1.1 and 1.2 in the auxiliary cabinet had failed, preventing the station from powering on. This also caused the pyxis bus module controller to fail. The fse replaced the module controller and both drawer controllers, then rebooted the station. The storage space was recovered and reconfigured. Final testing was performed in diagnostic mode, confirming proper operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, unit would not power on. However, there were no delays, adverse events or injuries reported based on this event.